Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On (B)(6) 2014, follow-up imaging identified thrombosis of the ipsilateral limb of the trunk up to the aortic bifurcation. It was reported the exact cause of the thrombosis is unknown. The same day, the patient was reportedly placed on thrombolytic therapy. It was reported the device became patent after administration of medication. The patient is currently doing well. No further adverse events were reported.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The exact cause of the thrombosis is reportedly unknown.